Event description:
The pt was being fed using a pump. Reporter stated the pump was delivering a flush even though a non-flush administration set was in use. "The bag was running out quicker than planned and the flush light was coming on and giving a read-out." Reporter stated that although the pump was set to deliver 5ml/hr, approximately 300 ml were delivered in 3 hours. Following the event, the pt had vomitting and cramping. There was no illness, injury or medical intervention resulting from the event. One pt involved.